Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke and was removed by surgery. The target lesion was located in the right kidney. A flexima¿ apdl was selected for use. Upon withdrawal, a clear rupture of the device was noted in the kidney. The drain was impossible to removed under local anesthesia; consequently, laparotomy was performed under general anesthesia. No further patient complications were reported.